Event description:
Tip of blade broke in sinus cavity. All parts retrieved. No patient harm.what was the original intended procedure?endoscopic sinus surgery.device #1is this a laboratory device or laboratory test?no.